Event description:
It was reported that a pt underwent a sling procedure in the "u" position and a pelvic floor repair procedure in 2008. During the procedure, upon placing the device, the pt's tissue was very tough and the surgeon "pushed too hard and pushed too far in". The surgeon had to dig for the inserters and when he pulled the inserters out, the thumb pads were missing. The mesh and the two finger pads are left in the retropubic space and could not be retrieved. A second obturator sling was used to complete the procedure.

Manufacturer narrative:
Date sent to the FDA: 08/07/08. (Finger pads retained in pt) - (finger pads fell off) - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.